Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, it was allegedly found that fluid could not be passed through, so it was decided to replace the cv port. After removing it, the septum was punctured with a huber needle while it was out of the subcutaneous pocket and medication was administered without any problems. When the catheter was placed back in the subcutaneous pocket and the same procedure was performed, fluid again could not be passed through. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported obstruction of flow issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, it was allegedly found that fluid could not be passed through, so it was decided to replace the cv port. After removing it, the septum was punctured with a huber needle while it was out of the subcutaneous pocket and medication was administered without any problems. When the catheter was placed back in the subcutaneous pocket and the same procedure was performed, fluid again could not be passed through. There was no reported patient injury.